Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as it remained inside of the loading device upon removal of the delivery device. A clamp was used to complete the procedure. No add'l pt effects were reported.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the seal. The delivery device was returned outside of the loading device. The tension spring assembly was inside of the delivery device. The seal was extended outside of the delivery device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The results of our investigation and a copy of the heartstring iii instructions for use are being provided to the customer. Internal file # (B)(4).